Event description:
It was reported that during an unspecified treatment procedure, the catheter stuck to the wire. The target lesion was located in the left anterior descending artery. The physician performed ivus using a non-bsc guide wire without any issues. Then the physician advanced the 2.75x15mm nc quantum apex balloon over the non-bsc guide wire to predilate the lesion, but it was really sticky and the catheter stuck on the wire. After completing predilation with this device, the catheter and guide wire were removed together as one unit. No complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: miroscopic inspection revealed that a 3cm length of the inner shaft was buckle. The damage extended on both sides of the proximal balloon bond. Measurements of the inner diameter of the wire lumen at the distal tip and the wire exit notch meet specifications. A .014" guide wire was back-loaded into the tip of the catheter and tracked through the lumen; however, the wire would not advance past the location of the buckled inner shaft. A thorough inspection of the remainder of the device revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Event description:
It was reported that during an unspecified treatment procedure, the catheter stuck to the wire. The target lesion was located in the left anterior descending artery. The physician performed ivus using a non-bsc guide wire without any issues. Then the physician advanced the 2.75x15mm nc quantum apex balloon over the non-bsc guide wire to predilate the lesion, but it was really sticky and the catheter stuck on the wire. After completing predilation with this device, the catheter and guide wire were removed together as one unit. No complications were reported and the patient's status is ok.